Event description:
Paramedics connected the device to a pt using a 4-lead pt cable for routine monitoring of the pt's ECG. The device allegedly displayed a "leads off" message. The monitoring electrodes were changed and a backup 3-lead pt cable was used. The monitoring electrodes were used. The device reportedly continued to display excessive artifact and an intermittent "leads off" message. Another lifepak 12 defibrillator/monitor was made available and used with no other problems reported. The rptr indicated there were no adverse effects to the pt related to the reported malfunction.